Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: example g01003 d8. Was this device serviced by a third party? No. The complaint investigation included a search for similar complaints, review of the complaint text, trending data, labeling, device history records, and in-house testing. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the lot and the complaint issue. In-house testing was completed using a retained kit of the lot 00575l820. Acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue of falsely elevated results. Based on the investigation no deficiency of the alinity I intact pth reagent, lot 00575l820, was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8p31-24 that has a similar product distributed in the us, list number 8p31-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated alinity I ipth results on one patient. The results provided were: on (B)(6) 2020 (B)(6) = 106.11pg/ml (normal range 12-72pg/ml); new sample same patient on (B)(6) 2020 (B)(6) = 253.68pg/ml / again new sample same patient at another lab on (B)(6) 2020 on architect = 50pg/ml (normal range 15-88pg/ml). There was no reported impact to patient management.